Manufacturer narrative:
(B)(4).

Event description:
It was reported that "ett tubes are too stiff, are easily kinked off, and the connector falls off easily." No patient involvement. 3 issues reported. Associated mdrs:8040412-2026-00063, 8040412-2026-00056.